Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
This notification is being reviewed due to a user of a ds2adv auto CPAP device with no allegation that the device contributed to the death of the user who had passed away. There was no serious patient harm or injury. There was no medical intervention reported. The device was not returned to the manufacturer for evaluation. There was no patient harm or injury associated with this notification and no increased risk to the intended user. Based on the information available, no MDR will be filed. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.

Manufacturer narrative:
Upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event.